Manufacturer narrative:
Based upon the clinical assesment, the reported type ib endoleak was confirmed as was the presence of a type iiib endoleak and a rupture. The device remains in the patient at this time and was not evaluated. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause was not definitely identified and therefore, identification of a design or manufacturing issue is inconclusive. The clinical review identified the following factors that may have contributed to the patient outcome: continued dependence on tobacco products, which might have contributed to the disease progression of the left iliac artery; and the reported non compliance of the patient to follow up with surveillance monitoring. The root cause of the possible type iiib endoleak was not identified.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Event description:
It was reported the patient had a procedure on (B)(6) 2014 with a suprarenal aortic extension, and a bifurcated. Reportedly, the patient presented to the hospital and a computed tomography displayed a large endoleak with an increase aaa. An angio was done in the or, and the patient seemed to have a distal endoleak on the left or a 3b. The physician elected to re-stent with a bifurcated, and a limb extension. A final angio was done and no endoleak was displayed. The patient is in stable condition.